Event description:
It was reported that the customer's insulin pump alarmed motor error during prime. It was stated that the device was not exposed to an MRI. The displacement test was performed and failed. It was mentioned that the infusion set and reservoir was changed, but the alarm persisted. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement, rewind and basic occlusion tests. The insulin pump was received with motor error alarm stuck in bolus delivery loop. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during out testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.